Event description:
It was reported that this right atrial (ra) lead was found to have dislodged the same day it was implanted, with no adverse effects reported and the dislodgment was confirmed by x-ray imaging. A lead revision was performed and this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was found to have dislodged the same day it was implanted, with no adverse effects reported and the dislodgment was confirmed by x-ray imaging. A lead revision was performed and this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was found to have dislodged the same day it was implanted, with no adverse effects reported and the dislodgment was confirmed by x-ray imaging. A lead revision was performed and this lead remains in service. No additional adverse patient effects were reported.